Event description:
It was reported that the patient was in the hospital for an unrelated medical issue. Upon pre-discharge device interrogation, the atrial lead exhibited noise. The noise was reproducible with positional testing. No intervention or patient symptoms were reported. No additional information was available.